Event description:
Information was received based on review of a journal article titled, "comparison of the risk of revision in cementless total hip arthroplasty with ceramic-on-ceramic and metal-on-polyethylene bearings". The purpose of the study was to compare the 9-year revision risk for cementless ceramic-on-ceramic (coc) tha and for cementless metal-on-polyethylene (mop) tha. The study was conducted over a period of 7 years (2002 to 2009) and involved 1,773 thas with coc bearings and 9,323 thas with mop bearings. The journal article reports the following adverse effects: 444 revisions occurred: 4% for coc tha (71 of 1,773) and 4.0% for mop tha (373 of 9,323). Coc reasons for failure include: 10 for aseptic loosening, 6 for deep infection, 9 for femoral bone fracture, 22 for dislocation, 8 for component failure, 9 for pain, and 7 for other reasons. Mop reasons for failure include: 43 for aseptic loosening, 3 for osteolysis without loosening, 61 for deep infection, 56 for femoral bone fracture, 156 for dislocation, 6 for component failure, 26 for pain, and 22 for other reasons. In conclusion, when compared to the ¿standard¿ mop bearings, coc tha had a 33% higher (though not statistically significantly higher) risk of revision for any reason at 9 years.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by claus varnum in acta orthopaedica 2015; volume 86 (3). It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Manufacturer narrative:
(B)(4). This report is being submitted late as it has been identified in remediation. This follow-up report is being submitted to relay additional information. The following sections were updated: added age, added sex, added product malfunction, added additional information, added patient and device codes, added health professional, added additional manufacturer narrative. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) and complaint history review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This report represents one (1) patient with a fractured mallory-head cup and bi-metric head (28 mm) at 2.4 year post-op resulting in revision. There has been no further information provided and the patient outcome is unknown.